Manufacturer narrative:
Patient weight not available. A medtronic representative was able to solve this issue via telephone. The site trouble shot the emitter via tracker details and everything came up as green. There were no error messages and the issue could not be recreated. The system is functioning as intended. No parts have been returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A site biomed representative reported that during an functional endoscopic sinus surgery (fess) case, the system emitter lost navigation. There was no impact on patient outcome and there was a reported delay to the procedure of less than 1 hour due to this issue. No additional information is available.